Event description:
The lead was originally capped on june 13, 2008 and was now explanted due to lead fracture.

Event description:
It was reported that the right ventricular lead exhibited a high capture threshold since implant. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.